Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the large hem-o-lok clip applier instrument wires was loose and exposed, device doesn't function. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use, and the incident occurred when it was placed inside the port. The specific issue experienced was the instrument would not open or close and the clips being used were the large purple clips, hemolok. The instrument did not work prior to clipping a vessel or tissue bundle. They were able to resolve the issue by using a new clip applier and there was not any injury to the patient, no patient demographics provided.